Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device 1). The patient's attorney made no allegations related to the sepramesh ip. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2009 the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device 1). It is alleged that on (B)(6) 2009 and (B)(6) 2013, the patient had unspecified injuries related to a defect in the composix kugel hernia patch (device 1), and underwent revision surgery. It is alleged by the patient's attorney that on (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip. As reported, the patient is only making a claim for an adverse patient outcome against the composix kugel hernia patch (device 1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient".

Event description:
It is alleged by the patient's attorney that on (B)(6)2009 the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device 1). It is alleged that on (B)(6)/2009 and (B)(6)2013, the patient had unspecified injuries related to a defect in the composix kugel hernia patch (device 1) and underwent revision surgery. It is alleged by the patient's attorney that on (B)(6)2013, the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip. As reported, the patient is only making a claim for an adverse patient outcome against the composix kugel hernia patch (device 1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6)2009 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per operative notes, "the hernia sac was noted and opened, the peritoneal cavity had lots of adhesions which was taken down. A composix kugel mesh (device #1) was placed in abdominal cavity and was tacked. The posterior rectus sheath peritoneum area was on top of unspecified mesh." (B)(6)2009 - patient was diagnosed with enterocutaneous fistula and multiple intra-abdominal abscess thereby underwent small bowel resection, drainage of abscess and removal of mesh (device #1). Per operative notes, "large subcutaneous abscess was seen just above the mesh (device #1). The mesh was cut and entered. The abdomen was frozen with multiple thick adhesions. The mesh (device #1) was removed in two pieces along with staples. Fistula present in small bowel at the level of mid jejunum. Bowel resection was performed at the area of fistula. On right lower quadrant and pelvis two significant large abscesses were drained and aspirated." (B)(6)2009 - patient visited hospital for abdominal pain and distention. (B)(6)2012 - patient was diagnosed with small bowel dilation with significant obstipation and ventral hernia thereby underwent gastrografin with small bowel follow- through. (B)(6)2013 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with explant of mesh (device #1) and implant of sepramesh ip (device #2). Per operative notes, "the small bowel and omentum were adherent to underside of incision, two areas of small bowel was intimate with prior mesh (device #1). The mesh was completely dissected off the bowel. Lysis of adhesions was performed. Lot of scar tissue noted in the area of previous closure. Bilateral component separation was performed. The hernia sac was trimmed off from the medial edges of rectus muscle. A sepramesh ip (device #2) was cut into piece and sutured." Attorney alleged that the patient had abscess, adhesions, bowel obstruction, bowel perforation, bowel removal, fistulae, abdominal wall reconstruction, infection, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. This emdr represents the bard/davol composix kugel (device 1). The patient's attorney made no allegations related to the sepramesh ip. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about few weeks post implant of composix kugel mesh, patient was diagnosed with bacterial infection, fistula, hernia recurrence, abscess, adhesions and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, fistula, hernia recurrence, adhesions as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Note, the manufacturing date (15-dec-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.